Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2: 1701. Evaluation: the iab was received for evaluation with the balloon membrane noted to be completely unfolded. The sheath tubing was observed to be severely kinked. Visual examination revealed the inner lumen within the membrane near the proximal taper to be severely kinked and elongated. In addition, the membrane in this area was stretched. It was not possible to inflate the iab on the laboratory system 90 iabp due to its returned condition. Probable cause of difficulty: it was not possible to verify the rpt'd problem in the laboratory due to the condition of the returned balloon membrane. At this time, it is not possible to determine the exact cause of the rpt'd difficulty based on the event description and the examination of the item. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Having the opportunity to examine the folded or partially folded iab membrane may have provided some additional insight into the encountered difficulty. Thus, in general, inflation difficulties may attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use (it was rpt'd on the returned balloon report datasheet that this was done). 4. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 5. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 6. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 8. The balloon pump needed servicing.

Event description:
The iab was inserted into the pt without difficulty. The iab would not inflate completely even with hand inflation with a stopcock and syringe. The iab was removed and a second was inserted without difficulty and inflated fine. Event complications: unk - rpt'd 2/7/97, 3/11/97. Pt current status: unk - rpt'd 2/7, 3/11/97.